Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had possible dislodgement. Additional information indicated that there was difficulty in getting sensing in the ra lead. The physician repositioned the lead which had moved out of the atrium. This ra lead remains in service. No additional adverse patient effects were reported.